Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1krzt, implanted: (B)(6) 2018, product type: lead evaluation. (B)(4) applies to lead 3387s-40 (lot# va1krzt). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins). It was reported during the stage ii implant procedure it was found that the lead had high impedance. No environmental or external factors were reported to have led to or contributed to the issue. Impedances were run with the device and lead from the ins and found that contact #8 was running impedances of 14000 ohm range across all combinations. It was determined that the lead had high impedances on the "0" contact wire and no further surgical intervention was planned. The issue was not resolved at the time of the report. The surgeon did not elect to schedule the patient for surgery to replace the lead because it was highly unlikely that the patient will be programmed on the "0" contact. Surgical intervention was not planned and did not occur. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative stating the high impedance issue was related to the lead. The cause of the high impedance was most likely due to lead manipulation during stage 1 procedure while the surgeon was tucking the end cap into the sub-gluteal pocket. The surgeon decided not to schedule a surgery to replace the lead for a high impedance on one contact because he determined it was not likely to be in the therapeutic stimulation target. The high impedance still existed at around 14,000 ohms at the time of the report. No complications were reported or anticipated.